Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set the sleeve cover was discovered to be missing. This occurred with 2 devices. The following information was provided by the initial reporter: customer states 2 needles were missing safety sleeves upon opening

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer confirmed that the needle sleeve was missing not the sleeve cover, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use with bd vacutainer® push button blood collection set the sleeve cover was discovered to be missing. This occurred with 2 devices. The following information was provided by the initial reporter: customer states 2 needles were missing safety sleeves upon opening.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. E.1. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.